Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported incident cannot be determined or is unknown. There is no allegation that a malfunction of an da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date has been conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additionally, all the instruments used in this procedure have been used in subsequent procedures. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: after a da vinci-assisted inguinal hernia repair procedure, the patient reported post-operative pain. As a result, the patient underwent a second procedure and the surgeon identified a bowel injury. The mesh from the original hernia repair procedure was removed and the bowel injury was repaired with sutures. The cause of the bowel injury is unknown. There is no allegation of an isi malfunction that occurred during the initial procedure. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available fields are not applicable.

Event description:
It was reported that after a da vinci-assisted inguinal hernia surgical procedure, the patient had complaints of pain. It was suspected that the patient was experiencing bleeding. As a result, the patient was taken back and underwent a second procedure. During the second procedure, the surgeon identified a bowel injury and mesh was removed. It is unknown how the bowel injury occurred. Intuitive surgical, inc. (Isi) contacted the surgeon had provided the following information: there was no malfunction of an isi system, instrument, or accessory that occurred. It was confirmed there were no intra-operative complications reported and no arcing. Post-operatively, the patient was identified with a hematoma and bowel injury. The location of the hematoma was not provided. The surgeon was unsure of the cause of the post-operative complications. As a result of the post-operative complication(s) the patient underwent a second procedure consisting of robotic surgery and then open surgery. The bowel injury repaired with sutures and the mesh was removed. This event did impact the procedure as a whole, as the patient still has to undergo the hernia repair as the mesh was removed in the second procedure. As a result, per the surgeon, the patient has a prolonged recovery and extended hospital stay. Additionally, the patient is expected to undergo another procedure since the hernia repair was undone during the second procedure. The patient is discharged and reported to be recovering. Isi contacted the isi senior clinical sales representative (csr) who was present during the da vinci-assisted surgical procedure. The csr stated that during the procedure, bowel content was found in the hernia defect. According to the csr, the surgeon had to pull the bowel out in order to reduce the bowel content and place the mesh. It is unclear if the bowel injury could have occurred at that time.